Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed via the log file. A review of the log files spanned approximately 10 days ((B)(6) 2021, per time stamp). On (B)(6) 2021 at 09:52, a backup-battery-not-installed alarm activated due to a f34 circuit fault; it cannot be conclusively determined from the log file if this was related to a true disconnection of the backup battery or an atypical alarm. The alarm cleared on its own shortly after. The alarm did not affect the controller¿s ability to operate the pump at the set speed. On (B)(6) 2021 at 09:43, while connected to the power module, a power cable disconnect alarm activated due to an invalid rsoc fault associated with the black cable being outside the expected voltage range. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no notable alarms in the log file up until the driveline was disconnected on (B)(6) 2021 at 15:08, for a controller exchange. The heartmate 3 system controller ((B)(6)), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms and power cable disconnect alarms. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including handling, storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was alarming without resolution despite exchanging the backup battery. Primary system controller exchanged to backup system controller. New backup system controller was also provided to the patient.